Manufacturer narrative:
Upon investigation of this incident, a technical support specialist verified with the pharmacy that the medication order had been updated on myqlink and confirmed that the item was issued, thereby resolving the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the issue amount exceeded the total quantity allowed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.